Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the lens does not function as designed. Before surgery, patient was explicitly advised that this lens would function as a multifocal or extended vision solution therefore he would not need glasses after implantation. Following implantation, the lenses did not function as represented. He was unable to see clearly at any distance within approximately four feet. Near and intermediate vision, which are critical for daily activities, were significantly impaired rather than improved. To address these failures, he was advised to undergo photorefractive keratectomy (prk) surgery. Prk was performed in both eyes. However, the result was not functional binocular vision. Instead, he was left with one eye primarily corrected for distance and the other for near vision. This resulted in visual imbalance and ongoing difficulty with depth perception and task focus. This outcome was not acceptable for visual needs. He was subsequently advised to undergo required posterior capsule opacification surgery and obtained two independent second opinions, both of which concluded that posterior capsule opacification surgery was not medically indicated. Despite all of these interventions, he required progressive eyeglasses or a contact lens in the left eye in addition to reading glasses. Patient visual function was worse than it was prior to surgery and remain dependent on multiple corrective aids. He worked as a systems engineer, and his profession requires sustained near and intermediate vision for tasks such as working with small circuit boards, soldering, handling small screws, assembling hardware, and building and troubleshooting technology systems. Since these procedures, performing his job has become significantly more difficult and at times impractical. This has had a direct negative impact on his ability to work effectively. The assurances provided regarding freedom from glasses were misleading, and the outcome has resulted in additional procedures, financial loss, and reduced his quality of life. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Corrected information provided in h.11. The product was not returned. The product remained implanted. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.